Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure one complete se stent was implanted in the right distal sfa . Approximately 49 months post index procedure, patient suffered in-stent restenosis in the right distal sfa and was treated with a pta balloon. Event is resolved.

Manufacturer narrative:
Instent stenosis occurred one day post that previously reported. Patient also underwent amputation of right on the same date as previously reported pta. If information is provided in the future, a supplemental report will be issued.